Event description:
Additional information received reported that the manufacturer representative was present for an attempted catheter dye study on (B)(6) 2015. At that time, the patient made the manufacturer representative aware of the fall and that the patient felt the catheter shifted. It was also stated that the swelling of the stomach (attributed to diverticulitis) pulled on the patient¿s catheter. The catheter access port (cap) could not be aspirated and the location of the issue could not be determined. The pump was loose and flipping and the healthcare provider (hcp) felt the patient needed a revision. The patient did not want the revision and wanted the system to be explanted on (B)(6) 2015. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell on (B)(6) 2015 and now had sudden increased pain. The patient reported they felt as if the catheter was now disconnected. Patient felt like their catheter pulled out because of a "funny feeling in her back." It was noted that the healthcare provider (hcp) did not agree. It was reported that the patient felt that the pump wasn't working around (B)(6) and then the patient experience a fall, which was why they were check out the patient's pump. X-rays were done but "imaging unclear." The patient was sent for a dye study to rule out a catheter issue. A catheter dye study was done on (B)(6) 2015. The hcp was unable to aspirate so they could not do a dye study. It later noted that the patient had issues with the pump flipping and it was suspected that the patient may be twiddling or manipulating the pump. The patient was going to be sent for a revision. The patient's status at the time of report was "alive- no injury." The pump system was delivering prialt. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was not helping the patient and "caused more problems than good." It was stated that the patient had diverticulitis and her abdomen swelled as a result. When this occurred, it pulled on her implant. The patient wanted the implant removed. The patient's status at the time of the event was stated to be alive with no injury. The explant was planned to occur at a later date. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.